Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction to the lot number and manufacture date. The thunderbeat tb-0535fcs was returned to the service center for probe damage. The user¿s complaint was confirmed. The received condition tb-0535fcs probe was attached to the usg-400/esg-400 and a probe check was conducted. The probe did not pass the probe check and an error code u509 was produced. A visual inspection of the probe noted there was some tissue buildup on the device. The teflon pad was inspected and observed to be worn and split. Charred marks were noted on the teflon pad, although there was no metal exposed. The distal end of the probe was inspected under the microscope and 14 mm of the probe was found to be detached. The detached probe was not returned to the service center. The switches, wiper, handle and jaw movement were tested and observed to be normal and smooth. The handle load and rotation of the knob torque were also inspected and noted to function normally and smooth. Based upon similar reported events and the evaluation of the returned condition tb-0535fcs probe the detached probe is attributed to the probe coming into contact with either a hard or metallic surface during activation. The worn and split teflon pad with charred marks is attributed to no or insufficient tissue between the jaw and probe when the device is activated.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, this type of tip breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center was informed that during a total laparoscopic hysterectomy, a thunderbeat hand-piece (probe) tip broke and fell into a patient while the physician was performing a seal and cut. The probe, connection points to the generator, and cable were inspected prior to the procedure, and no abnormalities were observed. The physician retrieved the tip from the patient with a grasper. The only visual damage observed was the detached tip from the probe; no metal exposure or teflon pad damage (i.e. Melting or peeling up) were noted. The patient did not require any additional medical or surgical intervention or prolonged hospitalization. The procedure was completed with a new thunderbeat hand-piece and no other equipment was replaced during the procedure. It was reported there was no patient injury.